Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe 10ml reg pr saline 10ml fill was found to be defective during use. The following was reported by the initial reporter: "it was reported that the product is failing when injected to the patient. Verbatim: event date: (B)(6) 2020. Product is failing when injected to the patient. Obtaining additional info. Occurrence: 3".